Event description:
Dealer states he sees missing the tilt showing on the joystick, and states he sees the tilt cable frayed coming from the controller. No injury reported. No additional information available per dealer.